Manufacturer narrative:
G2: the country of the event is jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the stimulation suddenly weakened. It was stated that group c-1 was in use, and the setting was at 9.0. After the button was pressed, a message indicating that the setting could not be changed was displayed. No adaptive stim setting appeared to be present. It was stated that stimulation was not completely unperceivable. As an appointment was scheduled for next week on the 12th at 11:00, it was indicated that the situation could be tolerated until then, and a request was made to consult the attending physician. It was unknown what factors may have caused the event. It was noted the issue was not resolved at the time of the report.